Manufacturer narrative:
The drainage bag and main line tubing were returned intact. The edm catheter was also returned. The patient line tubing and stopcock were not returned. The drainage bag met the requirements for patency and leak testing. The edm catheter also met the requirements for patency and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the catheter was found to be blocked, intraoperatively. According to the report, the doctor replaced a new device to complete the surgery. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The drainage bag and main line tubing were returned intact. The edm catheter was also returned. The patient line tubing and stopcock were not returned. The drainage bag met the requirements for patency and leak testing. The edm catheter also met the requirements for patency and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. Correction: it was inadvertently reported that the drainage bag and main line tubing were returned intact. However, it should be corrected to the drainage bag and the patient line tubing were returned intact, not the main line tubing.